Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, a fluid loss alarm of 10 cc at a rate of 3cc/min occurred at the beginning of the ablation phase of the procedure. The physician resumed the procedure, and a second fluid loss alarm of 10cc at a rate of 30cc/min was generated on the console unit. The physician cooled the system, added a second tenaculum, restarted the system again and was able to complete the procedure. The physician used a tenaculum stabilizer only with the first tenaculum applied during the hta procedure. The patient was reported to have a patulous cervix and the physician did not dilate the cervix beyond 8 mm. According to the complainant, after the procedure was completed, it was reported that a cervical leak occurred. In addition, the physician noticed a first degree burn located on the patient's cervix the approximate size of a dime. The burn was described as superficial blanching and the physician did not treat the affected area. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The product has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.